Event description:
The fogarty adherent clot catheter was used to clear thrombus in the arterial end of a dialysis graft. The catheter was then used in an attempt to remove add'l thrombus along the venous end of the graft. The tip of the catheter broke off during this procedure. A 3 to 4 mm segment of the tip was lost intravascularly. Trerotola device was then used to declot remaining portions of the graft.